Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional called to report left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Corrected data: d.6b

Event description:
Healthcare professional called to report left side capsular contracture baker grade iii/IV. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on october 21, 2024, with lot number 3649930. Based on the product analysis performed, the assessments of the codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening assessed as surgical damage, non-penetrating nicks, and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report left side capsular contracture baker grade iii/IV. Device remains implanted.